Event description:
A customer reported to baxter (B)(4) of a multilayer bag set in which the seam (which separates two chambers) was open causing a leak of lipid solution into the chamber filled with amino acid solution. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition a multilayer bag set in which the seam (which separates two chambers) was open causing a leak of lipid solution into the chamber filled with amino acid solution was confirmed during visual inspection of reported sample. One photograph was available for visual inspection. Visual inspection revealed that the amino & lipid chambers were activated. No other tests were performed. The assignable root cause of the reported condition is solvent bond failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.